Event description:
The customer reported via phone call that she had an unexpected restart alarm. Customer's current blood glucose was 140 mg/dl. Customer stated that she just put a battery in a pump. Customer's blood glucose was 225 mg/dl at the time of the incident. Customer was unable to clear the alarm. Customer stated that none of the buttons are working. Customer stated that she had the pump on the beach. Customer was advised that if moisture gets under the buttons, it could cause a button error. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump passed the reset error test with no alarm. The insulin pump was received with a cracked reservoir tube lip, broken belt clip slot, cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.